Event description:
It was reported that, this right ventricular (rv) lead exhibited noisy signals oversensing and high impedances out of range that triggered a lead safety switch (lss). Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that, this right ventricular (rv) lead exhibited noisy signals oversensing and high impedances out of range that triggered a lead safety switch (lss). Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.